Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical gastrectomy, while the device was being applied to stomach issue, the device did not fire and the surgeon was unable to squeeze. They changed a new device to continue surgery and complete the case. There was no patient injury.